Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed. Iol was received cut in a half attached to a piece of cardboard inside a plastic bag. Solution is dried on the iol. No device returned. It is stated in the file's attachment that in the surgeon's opinion it was not a quality issue with the iol that caused or contributed to the event. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that in the surgeon's opinion it was not a quality issue with the iol that caused or contributed to the event. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure the patient experienced shimmering/flickering lights that were subjectively causing headache. The patient had discussed and symptoms were atypical in nature and advised to wait another month and if no improvement, suggested to proceed with iol exchange. The lens was exchanged in a secondary procedure. Clinical reason for explant was negative dysphotopsia. There was no impact to the patient. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.